Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported less than four months post implant that the right ventricular (rv) lead exhibited low impedance. It was further reported that the rv lead low impedance measurement of zero ohms was believed to be a false report by the implantable pulse generator (ipg). The rv lead and ipg remain in use. No patient complications have been reported as a result of this event.